Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric multifocal intraocular lens (iol) had a scratch in the superior optic. The lens was fully inserted and removed during the same procedure. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. An unplanned vitrectomy or sutures were not required. The patient status was reported as both fully recovered and unknown status. The lens is not available for evaluation. No further information is available.